Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 32 mg/dl, which was treated with glucose tablets. The customer stated that she did her first infusion set change and that this may have caused the low blood glucose event. The customer had called regarding the learning website being down and was advised that she would be able to access the information on the following morning.